Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-05390 and 2134265-2016-05387 it was reported that the patient died. The patient was presented with chest pain and was admitted in the emergency room. Vascular access was obtained via the radial artery. The 90% stenosed, 28m in length, 2.75mm in diameter was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). After pre-dilation was performed using a 2.0x12 balloon catheter, a 2.75x32mm promus element ¿ stent, a 2.75x38mm promus element ¿ long stent and a 2.50x38mm promus element ¿ long stent were deployed in the lesion. However, during the procedure, the patient died.